Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Hypocupremia [copper deficiency]. Extensive nerve damage [nerve injury]. Tingling in feet, toes, legs, fingers, hands, and arms [paraesthesia]. Numbness in feet, toes, legs, fingers, hands, and arms [hypoaesthesia]. Case description: an attorney reported that their elderly male client, now age (B)(6), used fixodent denture adhesive, version unknown cream, unspecified total daily use beginning 2002 through 2004, and/or super poligrip original denture adhesive cream, unspecified total daily use beginning 2002 to present, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, hypocupremia, and extensive nerve damage resulting in tingling in feet, toes, legs, fingers, hands, and arms, and numbness in feet, toes, legs, fingers, hands, and arms. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.